Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Results: one loose sample was returned for evaluation. A visual inspection revealed a hole in the needle shield but the needle was not seen through the shield. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: although a hole was visualized in the needle shield, an absolute root cause for this incident cannot be determined. The samples have been forwarded to the manufacturing site in (B)(4) for a secondary investigation. Upon completion of the secondary investigation, a supplemental report will be filed. UDI # (B)(4).

Event description:
It was reported that before patient use, a needle of a bd ultra-fine¿ insulin syringe 1/2 ml, 29g had pierced its safety shield and a nurse obtained a clean needle stick injury. There was no report of medical intervention.

Manufacturer narrative:
Results: one loose sample was returned to the manufacturing site in (B)(6) for evaluation. The returned syringe was examined and no needle through the shield was observed. However, a hole in the shield was observed which appears to be made from the cannula going through the shield. Since the needle was through the shield, exposing the cannula, a needle stick could occur. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: an absolute root cause for this incident was not determined, however our quality engineer notes the following probable root causes: the needle was bent in the manufacturing process on the needle line prior to shielding. As the shield was assembled to the needle assembly the bent cannula protruded thru the shield. The rollover bar that assembles the shield to the needle assembly was out of alignment. As the rollover bar assembled the shield to the needle assembly it caught the cannula and bent it enough that the needle protruded thru the shield. Corrections: the needle line manufacturing process includes a point inspect machine (pim) which inspects the needle for excessive angularity, point damage, excessive/insufficient adhesive, double cannula, missing cannula and clogged cannula. The pim is challenged for recognition of the mentioned defects at the beginning of each shift and approximately 4 hours thereafter per appropriate qc documentation. The assembly machines are also equipped with a system that sends an electrical charge through the needle assembly and if a cannula is thru the shield it ejects the needle assembly into a waste bin. The needle thru shield detect system is challenged at the start of each shift of operation per appropriate qc documentation. Occasionally when the system arcs and detects a needle thru the shield, the valve to eject the part turns on but the part gets caught in the rail and continues through the machine and is assembled to a barrel. Investigation into the needle thru shield defect continues through the company CAPA system. Mars (magnetic angularity reduction system) installed and validated on all needle lines throughout the (B)(6) facility. (B)(4). (B)(4) was created to train associates to clear the line of all racks involved in a jam. (B)(4) was created to train associates to remove lumen blow test samples from the line before the get to the shielder operation. Needle bent camera was installed to detect bent cannula. Bd will continue to monitor for trends and special causes.